Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It had a damaged dso seal, scratched lens, and damaged battery compartment. After visual inspection, functional and accuracy tests were performed. As the customer did not complain about any specific problem, there was no problem to confirm/duplicate. However, the visual test found the damaged dso seal, scratched lens, damaged battery compartment, and device showed error 44510. The primary problem was with the defective pwa. Accuracy test failed, and the problem was with the expulsor. Functional testing found a defective dso sensor. The pwa and dso sensor were replaced, and the expulsor will be sanded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump wasn't working. There was no patient involvement and no patient harm/adverse event reported.